Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant attempt the left ventricular lead could not be placed in the original target vessel. The lead was not implanted and a different lead was used. It was also reported that the right atrial lead had chronically high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.